Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. Reportedly, the patient calibrated during periods when cgm values were not present. No additional event or patient information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. Labeling indicates: if you have not used the calibration code, you must manually calibrate your g6 using values obtained from a blood glucose meter and fingersticks daily. You must calibrate immediately when the g6 notifies you. If you haven¿t calibrated when notified, your g6 may not be accurate, so use your glucose meter to make treatment decisions until you calibrate your g6. Labeling indicates: if errors display,  and your transmitter and display device are not communicating, verify display device and transmitter are within 20 feet of each other without obstruction. Wait up to 30 minutes. Tap help for more information. Don¿t calibrate. Use meter for bg value.